Event description:
The manufacturer representative reported that the device was overheating. No adverse consequences were reported. Attempts are being made to obtain additional information.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the service technician observed widespread internal corrosion. Based on a review of previous similar events, corrosion may cause or contribute to heat.

Event description:
The manufacturer representative reported that the device was overheating. No adverse consequences were reported. Attempts are being made to obtain additional information.